Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and allegedly caused bronchiectasis in a patient. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no evidence of dirt, damage, or contamination. The pollen filter appeared unused, and the ultra-fine filter appeared to have had limited use. The manufacturer visually inspected the device internally and found a light beige contaminant in the airpath, heaviest on the blower and blower impeller. A very faint amount was also found on the inside of the bottom enclosure. Additionally, there was a pattern similar to water spots where the dust collected on the blower, suggesting that the blower had been wiped off with a damp cloth. No evidence of foam degradation was observed. No evidence of damage was found. The device's event logs were downloaded and reviewed. The manufacturer found 2 error codes. The manufacturer verified the unit powered on and provided airflow. The manufacturer also verified the modem was operational. The manufacturer concludes there was no evidence of sound abatement foam degradation but there was contaminants throughout the device. Section d4, d9, h3 and h6 were updated/corrected in this report.

Manufacturer narrative:
The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. (In the previous MDR both adverse events and product problem was checked.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was corrected from serious injury to malfunction. Section h6 health effects - clinical codes and health effects - impact code were corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and allegedly caused bronchiectasis in a patient. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.